Event description:
11/12/97: breast augmentation and left breast mastopexy. 2/27/98: capsulorrhaphy, right breast, 4/15/98: pt has some recurrence of capsular contracture, right breast, bilateral breast implants explanted per pt request.